Event description:
Patient had bilateral total knee arthroplasties done in 2008 at an outside hospital (osh). Patient has been unhappy with the results of his left total knee arthroplasty complaining of a significant feeling of instability. Patient condition was improved with a posterior cruciate ligament stabilization brace. Patient was offered operative intervention to improve the anteroposterior stability of his joint.